Manufacturer narrative:
Upon device return, analysis found a feedthrough anomaly with the motor. There was a shorting across the insulator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple pump motor stalls and recoveries had occurred and were confirmed by interrogation of the pump and recorded in the event logs. The stalls and recoveries dated back to at least (B)(6) 2015 in the event logs. There had been no magnetic fields around the pump. The healthcare provider (hcp) was planning to replace the pump but the replacement was not yet scheduled as of the date of the report. The patient presented to the office on (B)(6) 2015 reporting decrease in pain relief and withdrawal symptoms. The onset of the symptoms was unknown. Patient outcome was unavailable at the time of the report. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).